Event description:
First handpiece would not prime due to a hole in the bag. The second handpiece lost cutting power during the procedure.

Manufacturer narrative:
The units are not being returned for evaluation. It is not possible to verify an assignable cause for the issues. Insufficient information for a complete investigation. Per manufacturing, there is meant to be a hole in the bag connected to the handpiece. The priming issues cannot be attributed to the hole in the bag. The DHR for lot 08113-04 was reviewed. The part met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 08113-04. A review of lot history showed that there were (B)(4) units that failed. This lot has a failure rate of (B)(4).